Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch feature. The lead configuration was reprogrammed to bipolar sensing and unipolar pacing and the physician will continue monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.